Event description:
Patient previously admitted with frequent low-flow alarms from heartmate ii lvad found to be secondary to inflow cannula obstruction as well as an outflow tract kinking. The patient was readmitted approximately 2 weeks ago with low flow alarms associated with mild lightheadedness and dizziness. The patient underwent lvad exchange from heartmate ii to heartmate 3 approximately 9 days later. The explanted heartmate ii lvad was implanted at another facility. The lot/serial numbers for the device were not available.